Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging an unknown issue with the patient¿s onetouch ultra2 meter. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The reporter stated that the alleged meter issue began at an unspecified time on (B)(6) 2018 when the subject meter began ¿not giving a reading¿ after the batteries were replaced. It was not reported if the patient takes any medication to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged issue. The reporter claimed that at an unspecified time on (B)(6) 2018, the patient developed ¿low sugar¿ and was taken to hospital where she was treated with ¿sugar¿. It was not reported if the patient¿s blood glucose was measured on any other device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion while using the product. The subject meter could not be ruled out as a cause or contributor to the event.